Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leakage in the effluent pump line was observed on a prismaflex st100 set during use. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction was associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded and not available for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.